Event description:
The pump was programmed to deliver 32mg of primacor in 160ml at a rate of 1.25mg/hr, with an additional 8.5ml added to the container to accommodate the priming volumes of the tubing and 0.2 micron filter, for a duration of 24 hours. In 2004, the homecare agency was notfied by the patient's caregiver that the pump was "running short". The pump was removed from clinical service. Therapy was resumed at an unspecified time using a replacement device. There were no reported adverse patient effects. No medical interventions were required.